Event description:
It was reported a kink occurred. A left atrial appendage closure (laac) procedure was performed using a watchman double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds). The transseptal puncture was performed at an inferior-posterior site. Initial access to the left atrial appendage was attempted using the was sheath; however, the sheath consistently aligned toward the lateral wall. Four deployment attempts were made with the was double curve configuration, but each resulted in suboptimal, proximally positioned device alignment, requiring recapture. The team then switched to a watchman trusteer sheath, and a fifth deployment was attempted. During this deployment, counter-torque applied while pushing the flx ball caused a kink at the neck of the flx ball, again leading to a slightly proximal position and necessitating device recapture. The device was recaptured without difficulty. On the sixth deployment, the device was unsheathed while maintaining flex, resulting in a satisfactory position. The device met the criteria for position, anchor, size, and seal (pass). Although the ridge side was slightly proximal, fixation was secure. Based on the physician clinical judgment, the device was released. There was no issue reported with releasing the closure device after the flx ball kinked. The physician reported that the device functioned as expected. There were no patient complications.

Manufacturer narrative:
H6: device a150203 added.

Event description:
It was reported a kink occurred. A left atrial appendage closure (laac) procedure was performed using a watchman double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds). The transseptal puncture was performed at an inferior-posterior site. Initial access to the left atrial appendage was attempted using the was sheath; however, the sheath consistently aligned toward the lateral wall. Four deployment attempts were made with the was double curve configuration, but each resulted in suboptimal, proximally positioned device alignment, requiring recapture. The team then switched to a watchman trusteer sheath, and a fifth deployment was attempted. During this deployment, counter-torque applied while pushing the flx ball caused a kink at the neck of the flx ball, again leading to a slightly proximal position and necessitating device recapture. The device was recaptured without difficulty. On the sixth deployment, the device was unsheathed while maintaining flex, resulting in a satisfactory position. The device met the criteria for position, anchor, size, and seal (pass). Although the ridge side was slightly proximal, fixation was secure. Based on the physician clinical judgment, the device was released. There was no issue reported with releasing the closure device after the flx ball kinked. The physician reported that the device functioned as expected. There were no patient complications.